Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly (electrical characteristics within specifications).

Event description:
Reportedly, during a follow-up of the subject pacemaker, the message "eri has been reached. Sensor(s) is stopped due to eol" appeared on the programmer's screen. The physician accepted that the device has reached elective replacement indicator (eri) but had some doubts the device reached end of life (eol) (as suggested in the message) since the battery impedance was 12.84kohm and the magnet rate was 75min-1. The device was replaced on the same day ((B)(6) 2014) and will be returned for analysis.

Event description:
Reportedly, during a follow-up of the subject pacemaker, the message "eri has been reached. Sensor(s) is stopped due to eol" appeared on the programmer's screen. The physician accepted that the device has reached elective replacement indicator (eri) but had some doubts the device reached end of life (eol) (as suggested in the message) since the battery impedance was 12.84kohm and the magnet rate was 75min-1. The device was replaced on the same day ((B)(6) 2014) and will be returned for analysis.

Event description:
Reportedly, during a follow-up of the subject pacemaker, the message "eri has been reached. Sensor(s) is stopped due to eol" appeared on the programmer's screen. The physician accepted that the device has reached elective replacement indicator (eri) but had some doubts the device reached end of life (eol) (as suggested in the message) since the battery impedance was 12.84kohm and the magnet rate was 75min-1. The device was replaced on the same day (19th of december 2014) and will be returned for analysis.